Manufacturer narrative:
Product complaint # (B)(4). Additional information provided from medical record review indicates the cement utilized was hospital stock of unknown manufacturer. It is reasonable to conclude that the device reported on this medwatch would not cause or contribute to the reported serious injury/revision as the cement is of unknown manufacturer and cannot be verified to be depuy. At this time depuy synthes joint reconstruction considers the device on this report to be not reportable.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address instability. Femur inserted (B)(6) 2019, insert exchanged (B)(6) 2019. Femur and insert removed and converted to hinged prostheses as mcl was found to be incompetent. Cement is in hospital inventory so no record available. No surgical delay. Doi: (B)(6) 2019 - femoral; doi: (B)(6) 2019 - insert; dor: (B)(6) 2020; right knee.